Event description:
Reporter indicated that patient developed an infection one week post-implant. Antibiotics were administered. The infection recurred and the patient was hospitalized on 10/01. Further investigation revealed that the patient developed chicken pox shortly after being implanted with the "vns". The physician believes the development of the vns infection is related to the onset of the chicken pox. It was reported that both the pulse generator and the lead were explanted in 2001. Attempts to obtain additional information have been unsuccessful.